Event description:
Complainant alleged that while attempting to monitor a pt, the device gave a "no shock advised" product for a rhythm clinicians believed was shockable. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The product has been received and a follow-up report will be provided when our investigation is completed.